Manufacturer narrative:
A united states customer contacted a siemens customer care center to report that a falsely depressed vancomycin (vanc) result was obtained on a patient sample on the dimension vista 1500 instrument. Calibration and quality control (qc) were in range on the day of event. Siemens reviewed the instrument data which indicated consistency between the discordant replicate and all other vanc result around the same time frame. There were no process errors identified. Troubleshooting was conducted by siemens, which included cleaning and alignment of the server 1 probes followed by quick check with sodium hydroxide (naoh). There were no findings identified. The incident is isolated to the patient sample. Siemens further investigated the incident and noted that the qc was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Siemens concluded that the factors such as preanalytical variables potentially contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician, who questioned the result. The sample was reprocessed on an alternate dimension vista 1500 instrument. The reprocessed result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed vanc result.